Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (11/09/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. The retain test strips were ordered and passed all testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was giving him inaccurate erratic readings. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2011. The mss was advised by the patient that in the morning of (B)(6) 2011, he reported blood glucose results of '204 and 160mg/dl' with the lifescan meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeded the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that his normal readings are usually between '80-250's mg/dl' and that he manages his diabetes with insulin, lantus (unknown dosage). In the morning of (B)(6) 2011 or (B)(6) 2011, the patient reported increasing his lantus intake to 43units in response to the reported issue. About two to three hours after the alleged product issue occurred, the patient claimed to have developed symptoms of 'inability to concentrate, sleep and move and of sweatiness' and self treated with 'orange juice' in response to these symptoms and 'felt better afterwards'. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue occurred.